Event description:
During a remote follow-up, there was noise observed on the right ventricular (rv) lead. Technical support was contacted and recommended pocket stimulation and lead provocative testing to determine the cause of the noise. No intervention has been completed at this time and the patient was stable and will continue to be monitored.